Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring 3000 ohms triggering several red alerts. There was no observations of oversensing, and sensing and thresholds were normal. Technical services (ts) reviewed the presenting electrogram and there was a slight delay of the rv electrogram post biv pace. Technical services discussed possible causes and believes it is a lead issue. The physician is not interested in extraction as the patient is elderly. At this time, the rv lead remains in service. No adverse patient effects were reported.